Manufacturer narrative:
The ipg meets or exceeds its expected longevity based on the patient's programming parameters; therefore, this event is no longer reportable.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters; therefore, this event is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.